Event description:
An autotome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) with endoscopic sphincterotomy (est) procedure (pt age, gender, and weight unk) in 2008. According to the complainant, "the cutting wire was broken in two during est." The procedure was completed with a different device [prod and MFR unk]. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken. The broken ends of the cutting were blackened and melted in appearance (see fig 1, page 3). This indicates that excessive electrical current flowed through the device. The cause of the excessive electrical current is unk, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator setting. A review of the complaint database identified one add'l complaint reported for this lot, for a similar event. The device history record for this lot was reviewed; no anomalies were noted. The dec 2007 15-month autotome rx sphincterotome prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.